Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed pacing impedance measurements that exceeded the upper limit exhibited by the right ventricular lead. Also of note was intermittent sensing noise. The noise was non-reproducible in the clinic. Programming interventions were made. The patient was stable.